Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump alarmed. The customer's blood glucose was 500mg/dl, treated with bolus. Customer declined high blood glucose troubleshooting. The insulin pump alarmed motor error and no delivery. The insulin pump performed displacement test and passed. Assisted in performing manual prime/fill tubing and it was successful; motor error alarm did not recur. Advised customer to monitor the insulin pump and call back if alarm recurs.